Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial flutter ablation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was letting in air due to suspected faulty valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial flutter ablation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was letting in air due to suspected faulty valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the sheath dilator was inserted prior to air observation and farawave catheter was inside the sheath at time of air observation. Pressure bag was used for the irrigation of sheath. The bubbles were observed at the flushing line. The guidewire was at the tip of the catheter.